Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The device reported is an abbott international product which is the same or similar to a device that is marketed domestically.

Event description:
Device malfunction: catheter tip detachment. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during device preparation, there was difficulty back loading the loaded emboshield pro delivery catheter onto the wire. The tip of the catheter shaft detached. There was no patient involvement. Though requested, no additional information was provided.